Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4.0mmx100mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.